Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 495 mg/dl. The customer treated wiith insulin pump after changed the set. The customer reported that alarm was resolved by an infusion set change. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.